Event description:
It was reported that the patient presented in clinic for a routine follow up. The atrial lead exhibited noise. The noise could be reproduced. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.